Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had experienced capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/22/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White, brown and yellow material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, brown and yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The patient noticed the deflation. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 375cc , catalog number 3503754bc, serial number (B)(4), lot number 7612814 on the right breast implant and with gel mentor memorygel breast implant 400cc, catalog number 3504004bc, serial number (B)(4), lot number 7618542 on the left breast implant on (B)(6) 2018.